Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 300 mg/dl. It was reported the pod needle had not retracted upon initial activation and had been stuck in the patients arm.